Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer at this time. If additional information becomes available then it will be submitted in a supplemental report.

Event description:
It was reported that the cup inserter broke at the weld where the cup inserter holds the bracket that the instrument tracker attaches to. The surgeon noticed this while trying to impact the cup. The navigation was aborted at this point. There was no medical intervention required and delay in the procedure.